Manufacturer narrative:
Investigation: the components have been examined visually and microscopically with a keyence vhx-5000 digital microscope and a panasonic dmc tz8 digital camera. We made a visual inspection of the implant. Here we found the typical signs of excessive force. Batch history review: the device quality and manufacturing history records have been checked for the lot number and found to be according to the specification valid at the time of production. Conclusion and root cause: the root cause of the problem is most probably usage related. Rational: the surface of the implant exhibits signs of an excessive force. According to the quality standard and DHR files a material defect and production error can be excluded. There are no hints of a pre-damage or similar. No CAPA is necessary.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evluation on-going.

Event description:
Country of complaint: spain. It was reported that the inserter was tightened to the implant. It was inserted in the body with a hammer. It was taken out to check the size and observe the damage to the implant.